Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 24 mg/dl. Cause was not known. Reportedly, the customer lost consciousness due to bg level. An ambulance provided assistance in getting the customer's bg level up but treatment was not known and customer stated they consumed sugar to address bg. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer. Recommendation was made to consult with a healthcare provider regarding diabetes management.